Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15623 and 2938836-2019-15624. It was reported that the patient presented to the emergency department due to infection. The system was explanted. Patient was not dependent on the pacemaker and there were no complications during explant. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.